Event description:
It was reported that the patient was having pain at the ipg site. Symptoms of burning and tingling sensations were noted that radiates through her left groin. The patient had an increased dosage of gabapentin. The patient will undergo a revision procedure. Additional information was received that the patient underwent a pocket revision procedure. It was stated the patient was having discomfort due to a non device related weight loss. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred six weeks ago from the date of visit.

Event description:
It was reported that the patient was having pain at the ipg site. Symptoms of burning and tingling sensations were noted that radiates through her left groin. The patient had an increased dosage of gabapentin. The patient will undergo a revision procedure.